Manufacturer narrative:
Siemens filed the initial MDR 2432235-2019-00464 on 20dec2019. Additional information (15jan2020): the customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. Based on the available information siemens headquarter support center investigation determined preanalytical sample variables or expected assay performance could have potentially contributed to the discordant hepatitis b surface antigen antibodies (anti-hbs) patient result. A review of the service history indicates that the instrument is currently functional. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens is investigating the issue.

Event description:
A false positive (B)(6) surface antigen antibodies ((B)(6)) patient result was obtained on an advia centaur xpt instrument. The initial result was not reported to the physician(s). The same sample was repeated twice on the same instrument. The repeated result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant result.